Manufacturer narrative:
Patient information: unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -12.6 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue in a sterility pouch. Visual inspection found no visible damage to lens and residue on lens surface. Claim # (B)(4).